Manufacturer narrative:
Follow-up #1: date of submission 04-sep-2018. Device evaluation: the device has been returned and evaluated by product analysis on 16-aug-2018 with the following findings: during investigation, the pump was exercised for 24hr with 1.0u/hr basal program. After 24hrs the battery was removed for 1hr. When the battery was reinserted the time/date reset to default setting & all other settings: basal, iob, I:c, isf, bg target remained the same.. The black box shows evidence of a time/date reset after the pump reboot. Unrelated to the original complaint, the battery compartment is cracked above & below the bumper pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue; all the pump settings are allegedly lost during battery change. There is no indication the alleged product issue caused or contributed to an adverse event.